Event description:
The bifurcate ended up slightly distal to where it was initially placed by the physician. Although it was initially placed where originally planned, it slipped down before the end of the procedure. The physician believed that there were two potential causes. Due to the angulated neck, there was resistance in retrieving the delivery system due to the stiff wire and delivery catheter bias in the artery. The delivery system was accidentally pulled down too aggressively at first. The delivery system was then advanced back, clearing the suprarenal stents, and then the physician slowly removed the delivery system without further incident. In addition, the balloon used for modeling the stent graft was initially deployed slight low in the neck, which the physician felt could have potentially moved the stent graft. The physician says that the patient is alive and well, but had cancelled the scheduled follow up visit at the end of last month.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 23 mm in diameter, with a length of 20 mm. It was reported that the physician implanted the bifurcate stent graft. After ballooning the stent graft, a type ia endoleak was observed. The physician implanted a cuff extending up to the right renal artery to resolve the leak. In addition, a stent was placed in the right renal artery prophylactically to ensure patency of the artery, as it was slightly stenosed before the procedure. The leak was resolved. No additional clinical sequelae were reported and the patient is fine. A review of returned cta's pre-implant revealed a highly angulated proximal neck; approximately 90 degrees. The proximal neck diameter was 22mm just below the lowest right renal. The neck was calcified and both renal arteries were calcified at their origins. The maximum aaa diameter was 5.4cm. The iliac arteries were also calcified. Images during and post-implant were not provided. The cause of the proximal type I endoleak is uncertain from the images provided. It is likely that the highly angulated and calcified neck may have contributed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (neck angulation > 60 degrees).